Manufacturer narrative:
Findings: there was no button error alarm and it was noted. The unit had no button response due to corroded keypad traces. Unable to test for a-21 alarm due to no button response. The unit had a scratched display window, cracked battery tube threads, and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported that the insulin pump alarmed button error and a unexpected restart. The blood glucose reading was 160 mg/dl. The customer states that they were in the shower during the event. Advised replacement of the insulin pump. Nothing further reported.